Event description:
It was reported that the leads had high impedances. The physician damaged the leads. The patient underwent a lead replacement procedure. The patient was doing fine postoperatively. Hospital did not want to send back explanted products.